Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, helix extension/retraction issues were reported which prevented successful lead fixation. The lead was removed and replaced with another lead of the same model type. The attempted implant product was returned for analysis and no adverse patient effects were observed.